Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports feeding accuracy issues. Issue was discovered during testing. No patient involved. The volume to be infused was set to 25ml at a rate of 200. The actual volume delivered was 20.10 g. The feed was finished in 20 min. A new standard set for the e pump was used. Item/lot of the set is not available.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.